Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call that insulin pump had failed battery alarm. The customer¿s blood glucose value was 55mg/dl. Customer experienced hypoglycemia which is treated by drinking soda. Troubleshooting was done. The insulin pump will be returned for analysis.